Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pain") and rectal haemorrhage ("rectal bleeding") in a (B)(6) female patient who had essure (batch no. B40020) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 5 ((B)(6) 2007, (B)(6) 2008, (B)(6) 2009, (B)(6) 2012, (B)(6) 2013), biochemical pregnancy, premature baby in 2008, degenerative disc disease (physical therapy & pain management) in 2008 and kidney stones in 2010. Previously administered products included for an unreported indication: darvacet from 2008 to 2009 and mirena. Concurrent conditions included obesity. Concomitant products included hydrocodone from 2011 to 2013, orphenadrine citrate (norflex) from 2011 to 2013, oxycodone, oxymorphone hydrochloride (opana) from 2011 to 2013 and pregabalin (lyrica) from 2011 to 2013. In (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced fatigue ("fatigue") and allergy to metals ("nickel allergy"). On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced urticaria ("hives"), abdominal pain ("abdominal pain") and nausea ("nausea"). In (B)(6) 2013, the patient experienced migraine ("migraines"), headache ("headaches") and rash ("rashes"). In (B)(6) 2013, the patient experienced urinary tract infection ("urinary tract infection"), fungal infection ("yeast infections") and weight increased ("weight gain"). In (B)(6) 2014, the patient experienced rectal haemorrhage (seriousness criterion medically significant), female sexual dysfunction ("apareunia"), dyspareunia ("dyspareunia (painful sexual intercourse),"), gastrointestinal pain ("colon cramping"), steatorrhoea ("fatty stools"), haemorrhoids ("hemorrhoids"), feeling abnormal ("brain fog") and amnesia ("memory loss"). In (B)(6) 2014, the patient experienced vitreous floaters ("floaters") and diplopia ("double vision"). In 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced tooth disorder ("dental problem"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (hysterectomy and salpingectomy (one side removal of fallopian tube)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, urticaria, female sexual dysfunction, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, haemorrhoids, urinary tract infection, fungal infection, headache, nausea, allergy to metals, depression, anxiety, rash, vitreous floaters, diplopia, weight increased, feeling abnormal and amnesia outcome was unknown, the rectal haemorrhage, gastrointestinal pain and steatorrhoea had not resolved, the abdominal pain had resolved and the migraine was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, amnesia, anxiety, depression, diplopia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, fungal infection, gastrointestinal pain, haemorrhoids, headache, migraine, nausea, pelvic pain, rash, rectal haemorrhage, steatorrhoea, tooth disorder, urinary tract infection, urticaria, vaginal haemorrhage, vitreous floaters and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: fallopian tubes occluded bilaterally. Most recent follow-up information incorporated above includes: on 27-feb-2018: pfs received,reporter aded, patient historical and concomitant condition added, concomitant drug added, lot number received. The event"physical pain" was deleted. Events added as follows:- pelvic pain, rectal haemorrhagia,vaginal haemorrhage, urticaria, abdominal pain, female sexual dysfunction,tooth disorder, dysmenorrhagia, dyspareunia, fatigue, gastrointestinal pain,steatorrhoea, haemorrhoids,alopecia, urinary tract infection, fungal infection, migraine, headache, nausea, allergy to metals, depression, anxiety, rash, vitreous floaters, diplopia, weight increase, amnesia. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
A spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pain"), rectal haemorrhage ("rectal bleeding"), genital haemorrhage ("couldn't have intercourse due to extreme blood loss") and nephrolithiasis ("recurrent kidney stones") in a 25-year-old female patient who had essure (batch no. B40020) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 5 ((B)(6) 2007, (B)(6) 2008, (B)(6) 2009, (B)(6) 2012, (B)(6) 2013), biochemical pregnancy, premature baby in 2008, degenerative disc disease (physical therapy & pain management) in 2008 and kidney stones in 2010. Previously administered products included for an unreported indication: darvacet from 2008 to 2009 and mirena. Concurrent conditions included obesity. Concomitant products included hydrocodone from 2011 to 2013, orphenadrine citrate (norflex) from 2011 to 2013, oxycodone, oxymorphone hydrochloride (opana) from 2011 to 2013 and pregabalin (lyrica) from 2011 to 2013. In 2013, the patient experienced fatigue ("fatigue"), allergy to metals ("nickel allergy"), depression ("depression") and anxiety ("anxiety"). On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced urticaria ("hives"), abdominal pain ("severe abdominal pain") and nausea ("nausea"). In (B)(6) 2013, the patient experienced migraine ("migraines"), headache ("headaches") and rash ("rashes"). In (B)(6) 2013, the patient experienced urinary tract infection ("urinary tract infection/ multiple utis"), vulvovaginal mycotic infection ("yeast infections/ vaginal yeast infection") and weight increased ("weight gain"). In (B)(6) 2014, the patient experienced rectal haemorrhage (seriousness criterion medically significant), female sexual dysfunction ("apareunia"), dyspareunia ("dyspareunia (painful sexual intercourse),"), gastrointestinal pain ("colon cramping"), steatorrhoea ("fatty stools"), haemorrhoids ("hemorrhoids"), feeling abnormal ("brain fog") and amnesia ("memory loss"). In (B)(6) 2014, the patient experienced vitreous floaters ("floaters") and diplopia ("double vision"). In 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced tooth disorder ("dental problem"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and nephrolithiasis (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy and salpingectomy (one side removal of fallopian tube)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, nephrolithiasis, urticaria, female sexual dysfunction, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, haemorrhoids, urinary tract infection, vulvovaginal mycotic infection, headache, nausea, allergy to metals, depression, anxiety, rash, vitreous floaters, diplopia, weight increased, feeling abnormal and amnesia outcome was unknown, the rectal haemorrhage, gastrointestinal pain and steatorrhoea had not resolved, the vaginal haemorrhage and abdominal pain had resolved and the migraine was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, amnesia, anxiety, depression, diplopia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, gastrointestinal pain, genital haemorrhage, haemorrhoids, headache, migraine, nausea, nephrolithiasis, pelvic pain, rash, rectal haemorrhage, steatorrhoea, tooth disorder, urinary tract infection, urticaria, vaginal haemorrhage, vitreous floaters, vulvovaginal mycotic infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: fallopian tubes occluded bilaterally. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received- new event couldn't have intercourse due to extreme blood loss, recurrent kidney stones were added. Outcome of vaginal haemorrhage updated to recovered / resolved. Incident- at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pain/lot of pain"), rectal haemorrhage ("rectal bleeding"), genital haemorrhage ("couldn't have intercourse due to extreme blood loss/abnormal bleeding (general)") and nephrolithiasis ("recurrent kidney stones") in a 25-year-old female patient who had essure (batch no. B40020) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 5 (B)(6) 2007, (B)(6) 2008, (B)(6) 2009, (B)(6) 2012, (B)(6) 2013), biochemical pregnancy, premature baby in 2008, migraine, headache, rash, hives, itching, abdominal pain, nickel sensitivity, bowel cramps, rectal bleeding, fatty stools, hemorrhoids, depression, anxiety, spina bifida, vertigo, respiratory infection, pelvic pain, premature delivery, miscarriage, kidney stones, cramp in lower abdomen, renal colic, hydronephrosis, urinary tract infection, hypertension, depression, irritable bowel syndrome, migraine, seizure, tubal ligation, amenorrhea, tremor, temporomandibular joint arthralgia, jaw pain, heartburn, iron deficiency anemia, postpartum depression, lumbar disc herniation, calculus of ureter, rectal bleeding, hemorrhoids, osteoarthritis, spinal column stenosis, epilepsy, lupus erythematosus, chest pain, shortness of breath, endometrial biopsy, drug allergy, swelling nos and lithotripsy. Previously administered products included for an unreported indication: propofol, mirena, dexamethasone, oxycodone, ibuprofen, oxycodone, norflex, hydrocodone, lyrica, opana, scopolamine, midazolam, hydromorphone, ondansetron, promethazine and lidocaine. Concurrent conditions included obesity, degenerative disc disease (physical therapy & pain management) since 2008, kidney stones since 2010, chiari malformation, back disorder, ovarian cyst, flank pain, uterine bleeding, hematuria, lumbar disc disease, fatty liver, chiari malformation, lower extremities weakness of, bipolar disorder, morbid obesity, urination difficulty, headache, gestational hypertension, adnexa uteri tenderness, endometriosis, right upper quadrant pain, menstrual disorder, chills, unspecified noninflammatory disorder of vagina, redness, photophobia, visual disturbance, uterine infection, leg pain, uterus enlarged and false labor. Concomitant products included amitriptyline hydrochloride (elavil), clonazepam (klonopin), doxycycline, droperidol (inapsine), electrolytes nos, gabapentin, hydrocodone bitartrate;paracetamol (vicodin), hydrocodone from 2011 to 2013, ketorolac, lansoprazole, megestrol acetate (megastrol), morphine, naproxen, nifedipine, ondansetron, ondansetron hydrochloride, orphenadrine citrate from 2011 to 2013, oxycodone, oxycodone hydrochloride;paracetamol (percocet), oxymorphone hydrochloride (opana) from 2011 to 2013, paracetamol (tylenol), pregabalin (lyrica) from 2011 to 2013, prochlorperazine, promethazine and rizatriptan benzoate (maxalt). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), urticaria ("hives"), female sexual dysfunction ("apareunia/ apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), nausea ("nausea"), allergy to metals ("nickel allergy"), rash ("rashes") and pruritus ("itching"). In (B)(6) 2013, the patient experienced rectal haemorrhage (seriousness criterion medically significant), steatorrhoea ("fatty stools"), haemorrhoids ("hemorrhoids"), urinary tract infection ("urinary tract infection/ multiple utis"), vulvovaginal mycotic infection ("yeast infections/ vaginal yeast infection"), migraine ("migraines/progressively worse"), headache ("headaches"), depression ("depression") and anxiety ("anxiety"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"), alopecia ("hair loss"), vitreous floaters ("floaters") and diplopia ("double vision") and was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced the first episode of gastrointestinal pain ("colon cramping"), feeling abnormal ("brain fog") and amnesia ("memory loss"). In (B)(6) 2014, the patient experienced tooth disorder ("dental problem"). On an unknown date, the patient experienced nephrolithiasis (seriousness criterion medically significant) and the second episode of gastrointestinal pain ("colon cramping"). The patient was treated with surgery (hysterectomy and salpingectomy (one side removal of fallopian tube)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, nephrolithiasis, urticaria, female sexual dysfunction, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, haemorrhoids, urinary tract infection, vulvovaginal mycotic infection, headache, nausea, allergy to metals, depression, anxiety, rash, vitreous floaters, diplopia, weight increased, feeling abnormal, amnesia, pruritus and the last episode of gastrointestinal pain outcome was unknown, the rectal haemorrhage and steatorrhoea had not resolved, the genital haemorrhage, vaginal haemorrhage and abdominal pain had resolved and the migraine was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, amnesia, anxiety, depression, diplopia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, genital haemorrhage, haemorrhoids, headache, migraine, nausea, nephrolithiasis, pelvic pain, pruritus, rash, rectal haemorrhage, steatorrhoea, tooth disorder, urinary tract infection, urticaria, vaginal haemorrhage, vitreous floaters, vulvovaginal mycotic infection, weight increased, the first episode of gastrointestinal pain and the second episode of gastrointestinal pain to be related to essure. The reporter commented: there were 2 coils visible on the left and 2 coils visible on the right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.1 kg/sqm. Computerised tomogram - in (B)(6) 2015: revealed a 2.8 cm cyst on her right ovary.. Computerised tomogram abdomen - on (B)(6) 2014: cholecystectomy clips are present in right upper quadrant. A tiny nonobstructing right renal calculus is seen. Other nonenhanced abdominal viscera appear unremarkable. No ascites or free air or bowel obstruction is seen. Bilateral essure devices are seen. Visualized lung bases and bony structures are unremarkable. Hysterosalpingogram - on (B)(6) 2014: results: fallopian tubes occluded bilaterally..; on (B)(6) 2014: fallopian tubes are occluded bilaterally.. Ultrasound kidney - on (B)(6) 2012: examination is limited by large patient body habitus.there is mild right renal pelvic dilatation. No obvious calyceal dilatation is noted. Bilateral ureteral jete are visualized with equal frequency.. Ultrasound pelvis - on (B)(6) 2014: no specific etiology tor right lower quadrant pain. Abnormal endometrial thickening as above. 2.9 cm partially spectated right ovarian cyst follow up ultrasound is recommended. Minimal free fluid in the pelvic cul- de-sac. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : lower abdominal pain, ovarian cyst, abdominal pain, nausea, migraine, anxiety, pelvic pain, nickel allergy, dizziness. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-apr-2019: pfs and mr received. Reporter information were added and updated. Date of insertion were updated. Medical history, historical drug, lab data and concomitant drug were added. Event verbatim were updated as couldn't have intercourse due to extreme blood loss/abnormal bleeding (general), apareunia/ apareunia (inability to have sexual intercourse), migraines/progressively worse, severe and persistent pain/lot of pain. Event : itching and colon cramping were added. Outcome of the event abnormal bleeding (general) were updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe and persistent pain/lot of pain'), rectal haemorrhage ('rectal bleeding'), genital haemorrhage ('couldn't have intercourse due to extreme blood loss/abnormal bleeding (general)') and nephrolithiasis ('recurrent kidney stones') in a 25-year-old female patient who had essure (batch no. B40020) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included premature baby in 2008, multigravida, parity 5 ((B)(6) 2007, (B)(6) 2008, (B)(6) 2009, (B)(6) 2012, (B)(6) 2013), biochemical pregnancy, migraine, headache, rash, hives, itching, abdominal pain, nickel sensitivity, bowel cramps, rectal bleeding, fatty stools, hemorrhoids, depression, anxiety, spina bifida, vertigo, respiratory infection, pelvic pain, premature delivery, miscarriage, kidney stones, cramp in lower abdomen, renal colic, hydronephrosis, urinary tract infection, hypertension, depression, irritable bowel syndrome, migraine, seizure, tubal ligation, amenorrhea, tremor, temporomandibular joint arthralgia, jaw pain, heartburn, iron deficiency anemia, postpartum depression, lumbar disc herniation, calculus of ureter, rectal bleeding, hemorrhoids, osteoarthritis, spinal column stenosis, epilepsy, lupus erythematosus, chest pain, shortness of breath, endometrial biopsy, drug allergy, swelling nos and lithotripsy. Previously administered products included for an unreported indication: propofol, mirena, dexamethasone, oxycodone, ibuprofen, oxycodone, norflex, hydrocodone, lyrica, opana, scopolamine, midazolam, hydromorphone, ondansetron, promethazine and lidocaine. Concurrent conditions included kidney stones since 2010, degenerative disc disease (physical therapy & pain management) since 2008, obesity, chiari malformation, back disorder, ovarian cyst, flank pain, uterine bleeding, hematuria, lumbar disc disease, fatty liver, chiari malformation, lower extremities weakness of, bipolar disorder, morbid obesity, urination difficulty, headache, gestational hypertension, adnexa uteri tenderness, endometriosis, right upper quadrant pain, menstrual disorder, chills, unspecified noninflammatory disorder of vagina, redness, photophobia, visual disturbance, uterine infection, leg pain, uterus enlarged and false labor. Concomitant products included amitriptyline hydrochloride (elavil), clonazepam (klonopin), doxycycline, droperidol (inapsine), electrolytes nos, gabapentin, hydrocodone bitartrate;paracetamol (vicodin), hydrocodone from 2011 to 2013, ketorolac, lansoprazole, megestrol acetate (megastrol), morphine, naproxen, nifedipine, ondansetron, ondansetron hydrochloride, orphenadrine citrate from 2011 to 2013, oxycodone, oxycodone hydrochloride;paracetamol (percocet), oxymorphone hydrochloride (opana) from 2011 to 2013, paracetamol (tylenol), pregabalin (lyrica) from 2011 to 2013, prochlorperazine, promethazine and rizatriptan benzoate (maxalt). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), allergy to metals ("nickel allergy"), urticaria ("hives"), female sexual dysfunction ("apareunia/ apareunia (inability to have sexual intercourse)"), nausea ("nausea"), rash ("rashes") and pruritus ("itching"). In (B)(6) 2013, the patient experienced rectal haemorrhage (seriousness criterion medically significant), steatorrhoea ("fatty stools"), haemorrhoids ("hemorrhoids"), urinary tract infection ("urinary tract infection/ multiple utis"), vulvovaginal mycotic infection ("yeast infections/ vaginal yeast infection"), migraine ("migraines/progressively worse"), headache ("headaches"), depression ("depression") and anxiety ("anxiety"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"), alopecia ("hair loss"), vitreous floaters ("floaters") and diplopia ("double vision") and was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced gastrointestinal pain ("colon cramping"), feeling abnormal ("brain fog") and amnesia ("memory loss"). In (B)(6) 2014, the patient experienced tooth disorder ("dental problem"). On an unknown date, the patient experienced nephrolithiasis (seriousness criterion medically significant), hyperhidrosis ("sweating so bad") and feeling cold ("at night to where I would be freezing"). The patient was treated with diphenhydramine hydrochloride and surgery (hysterectomy and salpingectomy (one side removal of fallopian tube)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vaginal haemorrhage and pruritus had resolved, the rectal haemorrhage, gastrointestinal pain and steatorrhoea had not resolved, the nephrolithiasis, dysmenorrhoea, dyspareunia, allergy to metals, urticaria, female sexual dysfunction, tooth disorder, fatigue, haemorrhoids, urinary tract infection, vulvovaginal mycotic infection, headache, nausea, depression, anxiety, rash, vitreous floaters, diplopia, weight increased, feeling abnormal, amnesia, hyperhidrosis and feeling cold outcome was unknown and the migraine was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, amnesia, anxiety, depression, diplopia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, feeling cold, female sexual dysfunction, gastrointestinal pain, genital haemorrhage, haemorrhoids, headache, hyperhidrosis, migraine, nausea, nephrolithiasis, pelvic pain, pruritus, rash, rectal haemorrhage, steatorrhoea, tooth disorder, urinary tract infection, urticaria, vaginal haemorrhage, vitreous floaters, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: there were 2 coils visible on the left and 2 coils visible on the right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.1 kg/sqm. Computerised tomogram - in (B)(6) 2015: revealed a 2.8 cm cyst on her right ovary. Computerised tomogram abdomen - on (B)(6) 2014: cholecystectomy clips are present in right upper quadrant. A tiny nonobstructing right renal calculus is seen. Other nonenhanced abdominal viscera appear unremarkable. No ascites or free air or bowel obstruction is seen. Bilateral essure devices are seen. Visualized lung bases and bony structures are unremarkable. Hysterosalpingogram - on (B)(6) 2014: results: fallopian tubes occluded bilaterally..; on (B)(6) 2014: fallopian tubes are occluded bilaterally.. Ultrasound kidney - on (B)(6) 2012: examination is limited by large patient body habitus. There is mild right renal pelvic dilatation. No obvious calyceal dilatation is noted. Bilateral ureteral jete are visualized with equal frequency.. Ultrasound pelvis - on (B)(6) 2014: no specific etiology tor right lower quadrant pain. Abnormal endometrial thickening as above. 2.9 cm partially spectated right ovarian cyst follow up ultrasound is recommended. Minimal free fluid in the pelvic cul- de-sac. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : lower abdominal pain, ovarian cyst, abdominal pain, nausea, migraine, anxiety, pelvic pain, nickel allergy, dizziness. Concerning the injuries reported in this case, the following one/ones was/were reported via social media report : feeling cold, hyperhidrosis . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2019: content from plaintiff fact sheet received. New reporter , new events -"sweating and freezing" were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe and persistent pain/lot of pain'), rectal haemorrhage ('rectal bleeding'), genital haemorrhage ('couldn't have intercourse due to extreme blood loss/abnormal bleeding (general)') and nephrolithiasis ('recurrent kidney stones') in a 25-year-old female patient who had essure (batch no. B40020) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included premature baby in 2008, multigravida, parity 5 ((B)(6) 2007, (B)(6) 2008, (B)(6) 2009, (B)(6) 2012, (B)(6) 2013), biochemical pregnancy, migraine, headache, rash, hives, itching, abdominal pain, nickel sensitivity, bowel cramps, rectal bleeding, fatty stools, hemorrhoids, depression, anxiety, spina bifida, vertigo, respiratory infection, pelvic pain, premature delivery, miscarriage, kidney stones, cramp in lower abdomen, renal colic, hydronephrosis, urinary tract infection, hypertension, depression, irritable bowel syndrome, migraine, seizure, tubal ligation, amenorrhea, tremor, temporomandibular joint arthralgia, jaw pain, heartburn, iron deficiency anemia, postpartum depression, lumbar disc herniation, calculus of ureter, rectal bleeding, hemorrhoids, osteoarthritis, spinal column stenosis, epilepsy, lupus erythematosus, chest pain, shortness of breath, endometrial biopsy, drug allergy, swelling nos and lithotripsy. Previously administered products included for an unreported indication: propofol, mirena, dexamethasone, oxycodone, ibuprofen, oxycodone, norflex, hydrocodone, lyrica, opana, scopolamine, midazolam, hydromorphone, ondansetron, promethazine and lidocaine. Concurrent conditions included kidney stones since 2010, degenerative disc disease (physical therapy & pain management) since 2008, obesity, chiari malformation, back disorder, ovarian cyst, flank pain, uterine bleeding, hematuria, lumbar disc disease, fatty liver, chiari malformation, lower extremities weakness of, bipolar disorder, morbid obesity, urination difficulty, headache, gestational hypertension, adnexa uteri tenderness, endometriosis, right upper quadrant pain, menstrual disorder, chills, unspecified noninflammatory disorder of vagina, redness, photophobia, visual disturbance, uterine infection, leg pain, uterus enlarged and false labor. Concomitant products included amitriptyline hydrochloride (elavil), clonazepam (klonopin), doxycycline, droperidol (inapsine), electrolytes nos, gabapentin, hydrocodone bitartrate;paracetamol (vicodin), hydrocodone from 2011 to 2013, ketorolac, lansoprazole, megestrol acetate (megastrol), morphine, naproxen, nifedipine, ondansetron, ondansetron hydrochloride, orphenadrine citrate from 2011 to 2013, oxycodone, oxycodone hydrochloride;paracetamol (percocet), oxymorphone hydrochloride (opana) from 2011 to 2013, paracetamol (tylenol), pregabalin (lyrica) from 2011 to 2013, prochlorperazine, promethazine and rizatriptan benzoate (maxalt). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal"). In october 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), urticaria ("hives"), female sexual dysfunction ("apareunia/ apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), nausea ("nausea"), allergy to metals ("nickel allergy"), rash ("rashes") and pruritus ("itching"). In (B)(6) 2013, the patient experienced rectal haemorrhage (seriousness criterion medically significant), steatorrhoea ("fatty stools"), haemorrhoids ("hemorrhoids"), urinary tract infection ("urinary tract infection/ multiple utis"), vulvovaginal mycotic infection ("yeast infections/ vaginal yeast infection"), migraine ("migraines/progressively worse"), headache ("headaches"), depression ("depression") and anxiety ("anxiety"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"), alopecia ("hair loss"), vitreous floaters ("floaters") and diplopia ("double vision") and was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced the first episode of gastrointestinal pain ("colon cramping"), feeling abnormal ("brain fog") and amnesia ("memory loss"). In (B)(6) 2014, the patient experienced tooth disorder ("dental problem"). On an unknown date, the patient experienced nephrolithiasis (seriousness criterion medically significant) and the second episode of gastrointestinal pain ("colon cramping"). The patient was treated with diphenhydramine hydrochloride and surgery (hysterectomy and salpingectomy (one side removal of fallopian tube)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, abdominal pain and pruritus had resolved, the rectal haemorrhage and steatorrhoea had not resolved, the nephrolithiasis, urticaria, female sexual dysfunction, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, haemorrhoids, urinary tract infection, vulvovaginal mycotic infection, headache, nausea, allergy to metals, depression, anxiety, rash, vitreous floaters, diplopia, weight increased, feeling abnormal, amnesia and the last episode of gastrointestinal pain outcome was unknown and the migraine was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, amnesia, anxiety, depression, diplopia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, genital haemorrhage, haemorrhoids, headache, migraine, nausea, nephrolithiasis, pelvic pain, pruritus, rash, rectal haemorrhage, steatorrhoea, tooth disorder, urinary tract infection, urticaria, vaginal haemorrhage, vitreous floaters, vulvovaginal mycotic infection, weight increased, the first episode of gastrointestinal pain and the second episode of gastrointestinal pain to be related to essure. The reporter commented: there were 2 coils visible on the left and 2 coils visible on the right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.1 kg/sqm. Computerised tomogram - in (B)(6) 2015: revealed a 2.8 cm cyst on her right ovary.. Computerised tomogram abdomen - on (B)(6) 2014: cholecystectomy clips are present in right upper quadrant. A tiny nonobstructing right renal calculus is seen. Other nonenhanced abdominal viscera appear unremarkable. No ascites or free air or bowel obstruction is seen. Bilateral essure devices are seen. Visualized lung bases and bony structures are unremarkable. Hysterosalpingogram - on (B)(6) 2014: results: fallopian tubes occluded bilaterally..; on (B)(6) 2014: fallopian tubes are occluded bilaterally.. Ultrasound kidney - on (B)(6) 2012: examination is limited by large patient body habitus. There is mild right renal pelvic dilatation. No obvious calyceal dilatation is noted. Bilateral ureteral jete are visualized with equal frequency.. Ultrasound pelvis - on (B)(6) 2014: no specific etiology tor right lower quadrant pain. Abnormal endometrial thickening as above. 2.9 cm partially spectated right ovarian cyst follow up ultrasound is recommended. Minimal free fluid in the pelvic cul- de-sac. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : lower abdominal pain, ovarian cyst, abdominal pain, nausea, migraine, anxiety, pelvic pain, nickel allergy, dizziness. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media received: event outcomes of pain and itching was added. Treatment drug was added. Reporter was added. All relevant information was transferred from case no. (B)(4). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pain") and rectal haemorrhage ("rectal bleeding") in a 25-year-old female patient who had essure (batch no. B40020) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 5 ((B)(6) 2007, (B)(6) 2008, (B)(6) 2009, (B)(6) 2012, (B)(6) 2013), biochemical pregnancy, premature baby in 2008, degenerative disc disease (physical therapy & pain management) in 2008 and kidney stones in 2010. Previously administered products included for an unreported indication: darvacet from 2008 to 2009 and mirena. Concurrent conditions included obesity. Concomitant products included hydrocodone from 2011 to 2013, orphenadrine citrate (norflex) from 2011 to 2013, oxycodone, oxymorphone hydrochloride (opana) from 2011 to 2013 and pregabalin (lyrica) from 2011 to 2013. In 2013, the patient experienced fatigue ("fatigue") and allergy to metals ("nickel allergy"). On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced urticaria ("hives"), abdominal pain ("abdominal pain") and nausea ("nausea"). In (B)(6) 2013, the patient experienced migraine ("migraines"), headache ("headaches") and rash ("rashes"). In (B)(6) 2013, the patient experienced urinary tract infection ("urinary tract infection"), fungal infection ("yeast infections") and weight increased ("weight gain"). In (B)(6) 2014, the patient experienced rectal haemorrhage (seriousness criterion medically significant), female sexual dysfunction ("apareunia"), dyspareunia ("dyspareunia (painful sexual intercourse),"), gastrointestinal pain ("colon cramping"), steatorrhoea ("fatty stools"), haemorrhoids ("hemorrhoids"), feeling abnormal ("brain fog") and amnesia ("memory loss"). In (B)(6) 2014, the patient experienced vitreous floaters ("floaters") and diplopia ("double vision"). In 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced tooth disorder ("dental problem"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (hysterectomy and salpingectomy (one side removal of fallopian tube)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, urticaria, female sexual dysfunction, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, haemorrhoids, urinary tract infection, fungal infection, headache, nausea, allergy to metals, depression, anxiety, rash, vitreous floaters, diplopia, weight increased, feeling abnormal and amnesia outcome was unknown, the rectal haemorrhage, gastrointestinal pain and steatorrhoea had not resolved, the abdominal pain had resolved and the migraine was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, amnesia, anxiety, depression, diplopia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, fungal infection, gastrointestinal pain, haemorrhoids, headache, migraine, nausea, pelvic pain, rash, rectal haemorrhage, steatorrhoea, tooth disorder, urinary tract infection, urticaria, vaginal haemorrhage, vitreous floaters and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: fallopian tubes occluded bilaterally. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jul-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pain") and rectal haemorrhage ("rectal bleeding") in a 25-year-old female patient who had essure (batch no. B40020) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 5 ((B)(6) 2007, (B)(6) 2008, (B)(6) 2009, (B)(6) 2012, (B)(6) 2013), biochemical pregnancy, premature baby in 2008, degenerative disc disease (physical therapy & pain management) in 2008 and kidney stones in 2010. Previously administered products included for an unreported indication: darvacet from 2008 to 2009 and mirena. Concurrent conditions included obesity. Concomitant products included hydrocodone from 2011 to 2013, orphenadrine citrate (norflex) from 2011 to 2013, oxycodone, oxymorphone hydrochloride (opana) from 2011 to 2013 and pregabalin (lyrica) from 2011 to 2013. In 2013, the patient experienced fatigue ("fatigue"), allergy to metals ("nickel allergy"), depression ("depression") and anxiety ("anxiety"). On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced urticaria ("hives"), abdominal pain ("abdominal pain") and nausea ("nausea"). In (B)(6) 2013, the patient experienced migraine ("migraines"), headache ("headaches") and rash ("rashes"). In (B)(6) 2013, the patient experienced urinary tract infection ("urinary tract infection/ multiple utis"), vulvovaginal mycotic infection ("yeast infections/ vaginal yeast infection") and weight increased ("weight gain"). In (B)(6) 2014, the patient experienced rectal haemorrhage (seriousness criterion medically significant), female sexual dysfunction ("apareunia"), dyspareunia ("dyspareunia (painful sexual intercourse),"), gastrointestinal pain ("colon cramping"), steatorrhoea ("fatty stools"), haemorrhoids ("hemorrhoids"), feeling abnormal ("brain fog") and amnesia ("memory loss"). In (B)(6) 2014, the patient experienced vitreous floaters ("floaters") and diplopia ("double vision"). In 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced tooth disorder ("dental problem"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy and salpingectomy (one side removal of fallopian tube)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, urticaria, female sexual dysfunction, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, haemorrhoids, urinary tract infection, vulvovaginal mycotic infection, headache, nausea, allergy to metals, depression, anxiety, rash, vitreous floaters, diplopia, weight increased, feeling abnormal and amnesia outcome was unknown, the rectal haemorrhage, gastrointestinal pain and steatorrhoea had not resolved, the abdominal pain had resolved and the migraine was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, amnesia, anxiety, depression, diplopia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, gastrointestinal pain, haemorrhoids, headache, migraine, nausea, pelvic pain, rash, rectal haemorrhage, steatorrhoea, tooth disorder, urinary tract infection, urticaria, vaginal haemorrhage, vitreous floaters, vulvovaginal mycotic infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: fallopian tubes occluded bilaterally. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-oct-2018: plaintiff fact sheet received. Reporter information updated. Event vaginal yeast infection was clubbed with previously reported event yeast infections and recoded to meddra llt vaginal yeast infection. Events onset dates updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.